Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered shocks due to atrial fibrillation with rapid ventricular response. Device reprogramming and medication changes were discussed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered shocks due to atrial fibrillation with rapid ventricular response. Device reprogramming and medication changes were discussed. No additional adverse patient effects were reported. Additional information was received and this ICD has provided anti-tachycardia pacing (atp) due to atrial fibrillation with rapid ventricular response on another episode. In addition, the ICD has entered safety core. The patient is symptomatic. No additional adverse patient effects were reported.